Manufacturer narrative:
(B)(4). Medical product: femur trabecular metal cruciate retaining (cr) standard porous: catalog#42502806202, lot#63417270; natural tibia trabecular metal two-peg porous fixed bearing right size d: catalog#42530006702, lot#77007674; all poly patella cemented 35 mm diameter: catalog#42540000035, lot#64180994; optipac 40 refob bone cmt r-3: catalog#4710500394-3, lot#811aa07110. Report source: foreign: (B)(6). Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported via a clinical study that a patient underwent an initial total knee arthroplasty. Approximately four months post implantation, the patient was revised due to instability. The polyethylene insert was exchanged without incident. Attempts have been made and no further information has been provided.